Event description:
In 2009, the patient reported he had to switch to his backup insulin infusion device due to having occlusions on his primary device. He stated the occlusion errors on his primary device will not clear even though he has taken the battery out and attempted to troubleshoot. He said he received the occlusion error yesterday while trying to bolus. He said while trying to clear the error his blood glucose elevated to 452 mg/dl. He changed the insulin cartridge, battery, battery cover, adapter, tubing and changed his headset twice. The occlusion would not clear and he switched to his backup device and bolused for his elevated reading. He has had no further occlusions since switching and his blood glucose has returned to his normal range. During troubleshooting, the patient stated he changes his headset every 3-4 days and his tubing and cartridge every 7-8 days. He was advised to change his headset every 3 days and tubing every 6 days but he declined to do so. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.